Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for use. The guidewire got stuck in the ablation catheter and required forceful removal. No further information was provided. The device is expected to return for laboratory analysis.